Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) and (B)(6), a revision surgery was performed due to no intracranial pressure (icp) monitoring data. Postoperative icp readings displayed normally. They confirmed the original microsensor was faulty. The patient is stable.